Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned for examination. The insertion needle is dramatically bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
Additional information received indicated that only one of the implants deployed from the devices; the implants were removed from the patient. This was a medial meniscus repair of the red and white area of the meniscus. A back-up device was used to complete the procedure.

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a meniscus repair, it was reported that when the buttons are pushed by the physician, t2 deployed at the same time with t1.